Manufacturer narrative:
Correction information was provided in h.8. Additional information was provided in h.3., h.6. And h.11. One opened company injector was returned for evaluation for the report of damaged lens by injector. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported products acceptance criteria. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event, therefore a bent plunger or scratched lens as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.4., d.9. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens implant procedure the surgeon noticed that the intraocular lens was scratched apparently due to the lens injector. Additional information has been requested.